Event description:
It was reported that a progav (#fv410t) was implanted during a procedure performed on (B)(6) 2015. According to the complainant, the shunt showed an underdrainage and adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2023. The complaint device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 12 years. Weight: 43 kilograms (kg) . Height: 160 centimeters (cm). Gender: male. Same event as #3004721439-2023-00146.

Manufacturer narrative:
Visual inspection: during the visual inspection a deformation of the outer housing of the progav valve could be determined. The measurement of the plane parallelism could confirm that with a value of -0,030 mm - outside tolerance (0 ± 0.02 mm). Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve operates within the accepted tolerances in the horizontal position. Adjustment test: the progav was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found in progav. To make the proteins / deposits in the valve more visible, they were colored using a staining solution. Result: based on our investigation results, we can determine non-adjustability, deposits as well as deformation on the housing surface of the valve at the time of our investigation. The cause for the non-adjustability could be the detected deposits. Excessive pressure, e.g. From the adjustment instrument, may be responsible for the deformation. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.